Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5 (added ""olympus"" in other) h8 (added ""re use"" for usage device). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the serial digital interface signal is not outputting. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the video system center's output signals serial digital interface (sdi) out 1 and sdi out 2 were dead, so the processor did not generate image using the sdi signal. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.